Event description:
Consumer complaint of low blood results. Caller normally is around 250-260mg/dl after eating. Last 5 results in memory were 85mg/dl, 87mg/dl, 95mg/dl, 101mg/dl, and 91mg/dl. Back to back blood tests were 71 and 63 mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (63) and the highest normal result (260) is located in zone c/d. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) (B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found. Product codes updated (68 code no longer available). Additional product codes added.

Event description:
Consumer complaint of low blood results. Caller normally is around 250-260mg/dl after eating. Last 5 results in memory were 85mg/dl, 87mg/dl, 95mg/dl, 101mg/dl, 91mg/dl. Back to back blood tests were 71 and 63mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (63) and the highest normal result (260) is located in zone c/d. No adverse event reported.

Manufacturer narrative:
(B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (09/09/2014).